Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed the device to be faulty with charger. It was determined that the device would not charge and red error light came on after inserting battery. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery device was faulty with charger. It was further reported that the red error light came on after the device was inserted and would not charge. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization associated with this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.